Manufacturer narrative:
Date is approximate with year validity.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that their spouse got a pacemaker and last night between 2:30am and quarter to three they went by their spouse's pacemaker monitor and it might have shut off the patient's stimulator. The patient went in other room and turned on their device and it jumped up to 2.2 and it was like severe shocking in the buttocks and groin area. The patient stated they were in severe pain and it took them a while to get it under control. The patient stated the handset kept saying "can't find device," noting that they made sure the communicator was over the stimulator. The patient stated it took 20 minutes to get the stimulation off and that it was already on 0.7 and something turned it off on it's own. When they turned it back on, they said it went from 0.7 to 2.2 on it's own. They stated it was scary, uncomfortable, and painful. The patient said they w ent to a football game and they didn't wand him and also they had not been to the airport. The patient stated they didn't know what caused the issue. Troubleshooting was unable to be performed as the patient wanted to be transferred to cardiac patient services to see if their  stimulator would have an effects on spouse's pacemaker. Patient services transferred the patient to cardiac patient services. The patient mentioned unrelated medical history which included they were usinga cane. That same day, the patient was warm transferred back to pelvic health patient services from cardiac patient services (who had reviewed compatibility with the patient of their device with their spouse's pacemaker monitor) to inquire again if the patient's spouse's manufacturer company cardiac device remote monitor would interact with their device. The patient expressed concern that the remote monitor for their spouse's pacemaker interacted with the patient's device. The patient reported "something turned it (the patient's ins) off." The patient services agent inquired if the patient had been near any emi and the patient stated they had been in a hospital pre-op setting from about 12:30 to 11 , when their spouse had been having surgery to have the pacemaker implanted. The patient stated they wanted to ensure that their device won't interfere with the patient's spouse's cardiace device. The patient stated they were also around an x-ray machine when their spouse had their cardiac device implanted. They stated they didn't know that the ins was turned off until last night and when they turned it back on, it jumped from 0.7 to 2.2v and it had been very intense stimulation and it hurt. The patient stated this lasted for 20 minutes and they had wanted to ensure that this did not come from their spouse's monitor. It was recommended that the patient follow up with their hcp to further discuss and to check the ins. Patient services provided the patient with the hcp phone number. The patient stated that this issue had never happened before. The patient left a message on the post call survey that they were not satisfied with patient service's response. Patient services then called the patient back, leaving the patient a voicemail for them to call back. The patient called back and stated their dissatisfaction wasn't with the information provided by patient services but rather they were upset about the hold time. The patient stated they had health conditions which included a herniated disc in the neck c7, herniated l3, 4, and 5 in back, that they had a heart condition: an abnormal aortic valve and enlarged heart valve, that they were a 12 1/2 colorectal survivor, an ostomy bag and they couldn't have an operation on their heart, 80% of their rectum was removed and they were in stage 2 going to stage 3 cancer (all conditions were not alleged to be related to the device/therapy.) The patient stated that they were not supposed to be upset or in pain. They stated they would be seeing their doctor on (B)(6) 2021 and they would be relaying what  happened to them, stating that they had to figure out how to turn the stimulation off by themselves. At the end of the conversation the patient also stated "the stimulator device works fine," which was in direct conflict with what they had previously reported.